Manufacturer narrative:
The device was recieved by quest. The investigation confirmed the complaint condition of leaking. The root cause was noted as uncured glue at the neck of the heat exchanger. Quest will continue to monitor this complaint condition.

Event description:
It was reported to quest that an mps delivery set allegedly was leaking blood into the heat exchanger. It was confirmed that there were no patient complications.